Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated the paramedics were called for assistance due low blood glucose levels below 40 mg/dl. The customer stated she changed the infusion set just prior to the event. Troubleshooting was done and the programming was correct. The insulin pump also passed the displacement test. In addition, the customer stated that the battery cap is broken and she cannot remove it from the insulin pump.